Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the patient was found to be oozing and leaking during PICC outpatient maintenance, and when the catheter was pulled out, it was found that the catheter was dehiscence 3 cm in the body." No other information was provided.

Event description:
It was reported, "the patient was found to be oozing and leaking during PICC outpatient maintenance, and when the catheter was pulled out, it was found that the catheter was dehiscence 3 cm in the body." No other information was provided. Additional information received: it was reported there are no symptoms on the limb on the catheter side.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a groshong catheter were returned for evaluation. An initial visual observation of the video showed a clear liquid leaking from the catheter tubing as it was flushed. An initial visual observation of the photograph showed a catheter in a patient's arm. A split in the catheter tubing could be seen near one of the depth markers; however, no details of this split could be discerned from the returned photograph. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.